Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to be in safety mode. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. Subsequently, a device replacement procedure was performed, this crt-d was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device was returned to facility and is awaiting analysis.

Event description:
It was reported that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to be in safety mode. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. Subsequently, a device replacement procedure was performed, this crt-d was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device was returned to facility and is awaiting analysis.